Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400 mg/dl. The customer also indicated that the pump has a blank display before and after battery changes. Troubleshooting found that the display returned and the issue resolved. Customer declined high blood glucose troubleshooting. The pump will not be returned.